Manufacturer narrative:
Other relevant device(s) are:product ID 3708640, lot# serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 37085-40, lot# serial# (B)(4), implanted: (B)(6) 2012, product type extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 09-sep-2017, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 03-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported an impedance tests was run twice pre-operatively which showed high impedances on contact 11. With replacement of the neurostimulator impedances remained out of range at contact 11 which was consistent with preoperative testing. The hcp stated they were aware of the impedance issue and upon visual inspection the hcp stated the extension appeared torqued/bent and didn¿t ¿appear to be in the best shape,¿ but the patient didn¿t use that contact for stimulation. It was unknown what led to the issue and there were no signs or symptoms reported. The battery was not going to be returned due to hospital policy with nothing suggesting the battery was the reason for the impedance issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the battery replacement was due to the battery replacement. This was confirmed with the physician.